Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/01/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: keypad torn from "up" key to "contrast" key. "Contrast" key intermittently responding. Removed keypad: contamination found under "contrast" key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the keypad was peeled/torn/worn and that the up arrow keypad button is unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).